Event description:
The customer stated that he was treated by the paramedics due to low blood glucose levels in the 30 mg/dl range. Troubleshooting was performed and the insulin pump was programmed correctly. The insulin pump passed the displacement and self tests. The reservoir volume matched the amount of insulin in the reservoir. The customer was not comfortable with the insulin pump, and asked to have it replaced. Nothing further was reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.